Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23621. It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited high pacing impedance and the atrial lead exhibited noise oversensing causing inappropriate mode switch. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.